Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep replaced the hard drive and was unable to duplicate the data error or system error. The system operates as intended.

Event description:
It was reported that the 9800 system had an intermittent date error, system software error, software pipe error, and corrupt cal files upon boot up.